Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump passed the delivery accuracy test. Pump received with scratched case and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that her son was hospitalized on (B)(6) 2017 due to diabetes ketoacidosis with blood glucose of 1000 mg/dl. Customer mentioned getting the following symptoms related to their high blood glucose, started with a flu having blood glucose of 600 mg/dl, hyperventilating and vomiting. Customer was assisted with troubleshooting but unable to perform high pressure test due no clamp available. Customer stated the reservoir and infusion set were tossed out. The insulin pump will not returned analysis.